Manufacturer narrative:
The reported event of general damage/electrode tip had broken off was confirmed. As received, the octrode lead was complete but had a missing tip on electrode#1. The root cause is consistent with implant technique or patient anatomy.

Event description:
It was reported that during the lead implant procedure on (B)(6) 2021 the tip of the lead broke off inside the patient. The fragment remains implanted.